Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of a leak at the corner of the filter. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported the set leaked at one corner of the filter. The leak was noted at the end of an infusion. There was no pt harm or staff exposure reported. Customer states that no further pt/ event info is available.